Event description:
Dental assistant reported surgical intervention due to bone loss. Pt is same pt as prior MDR reports m743496 and m758601. Pt is reportedly fine. Pt is same pt as medwatch report 2023141-1997-00232.